Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events on (B)(6) 2025 where infusion sets were inserted into body only superficially and not completely inserted into the skin. The issues occurred with five similar types of infusion sets used within twenty-four hours. The blood glucose level of the patient was above high which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.